Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and suture was used. Before use on the patient, it was reported by the customer that when they received the box of suture it had a different suture mixed in with it. There was no patient involvement. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if this issue occurred during a procedure? If yes, yes. Did the device was used on the patient? No, opened during surgery but not used in patient. Used other pack from box of correct suture. What is the lot number? Qgmbpd. Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Sarah hoy or ashlie flynn. For photos, please see the uploaded email. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows two apparently opened aluminum packages with different product codes j401 batch number qgmbpd mfg. Date jun/04/2020 and j548 batch number slmppe. (B)(6) 2022 based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.as part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.